Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height legacy drawer row d was not detected on bus. A field service engineer (fse) identified a faulty flat flex cable (40-pin) and replaced it. After replacement, the drawer communication was restored, and the customer confirmed successful recovery. To validate the repair, logged into the hardware test application (hta) application and performed a final diagnostic test on the full-height legacy drawer, which passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 3 pocket d1 and d4 failed and could not be recovered. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.